Event description:
Per the clinic, the patient experienced chronic infection at the implant site. Subsequently the device was explanted (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device is unavailable for analysis.